Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted during a routine device changeout and replaced.

Manufacturer narrative:
Final analysis found that there was external abrasion breaching the outer coil at 32.4 cm - 33.0 cm from the distal tip. The outer coil was exposed. The abrasion found was consistent with friction to another device or feature of patient anatomy.